Event description:
Consumer called and was concerned that he swallowed the grind no more in his sleep. He previously used the guards once while he was sleeping. He wanted to know if it was biodegradable and will go away inside his body. Recommended the consumer look in his bedding to make sure the guard didn't fall out of his mouth while sleeping and asked that he let us know if found it or not. Product not returned for review; consumer didn't confirm or deny that he found the guard in his bedding.